Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) tests. The patient experienced dizziness. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.